Event description:
Ous MDR - after an implantation time of 60 months, ventricular oversensing with subsequent inappropriate shocks was reported. The lead was capped and left inside the patient. The ICD was explanted and returned to biotronik. Aside from the shocks, no deterioration of the patient's state of health was reported.

Manufacturer narrative:
The lead complained about was not returned for analysis. The production documents of the ICD and the lead were reviewed. All manufacturing steps had been carried out correctly. There is no indication of a material defect or manufacturing error.